Event description:
The patient was undergoing a microneurosurgery procedure using an apollo system generator. During the procedure, the power button on the apollo generator would not stay depressed. The power button was manually depressed and the procedure successfully continued.

Manufacturer narrative:
F60253 and unique identifier: (B)(6). Correction: 07/31/2014.

Manufacturer narrative:
There was no visible damage to the exterior of the generator. The complaint has been evaluated. The complaint indicated that during a procedure, the generator's on/off button took multiple pushes to engage, the device would not stay on when the button was pushed, and the generator would randomly turn off. Evaluation of the returned device revealed the generator was functional. The complaint could not be confirmed, and the root cause of the complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.